Event description:
A patient reported that he had a polarus product implanted in his humerus in 2001 and now it is causing him pain. As reported by the patient, x-rays show that there is a screw that has backed out of the polarus implant and it is causing soft tissue irritation.